Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on this specific lot before the market release. No anomalies have been found. The original lot, manufactured in 2010, was comprised of 78 devices. All of them have already been distributed to the market. According to orthofix (B)(4) historical records, no other similar failures have been reported from this specific device lot. Technical investigation: the returned device, received on (B)(4) 2012, was internally checked and immediately sent to an external lab for chemical, mechanical and failure analysis. These analysis is currently on-going. Clinical eval: the info available on the case together with the x-rays, received on (B)(4) 2012, were sent to our external medical evaluator. Please find below an extract of the clinical eval. "It seems that a man of (B)(6) years, who suffered from parkinsonism, but was being treated with good results, sustained a fracture of the (left?) Proximal femur in (B)(6) 2011, and was treated with a veronail on (B)(6) 2011. Good images of the fracture are not available, but it seems that it was a comminuted trochanteric fracture. The exact level and severity of the fracture is difficult to say because of the poor x-rays available. The implanted veronail was located with 2 fixed convergent proximal cephalic screws, and two distal locking screws, all of which appear to have been inserted satisfactorily. The fracture was quite unstable and there would therefore have been a significant varus load on the implant with every step. We are told that the pt had non-union and infection. This is a tragic situation for the pt, and inevitably the implant will fail because of fatigue. The cyclic bending load would have been focused on the nearest fixed point in the bone, which was the proximal of the distal locking screws. At this point the nail failed because it will have been loaded in fatigue more than the design criteria specified. This was (B)(6) months after the fracture fixation; at this point the surgeon should have considered a new implant and possibly a bone graft after treating the infection. This fixation configuration allowed for no load sharing with the bone, and in this case contributed to the localization of the bending stresses in the nail that resulted in breakage. Cause of breakage: fatigue failure because of fatigue loading beyond the design criteria of the device." As soon as the results of the technical investigation will be available, orthofix (B)(6) will provide you with a f/u report. Orthofix (B)(6) continues monitoring the devices on the market.

Event description:
The info provided by the distributor stated: "the medical device has broken during the use of the pt, she has suffered pseudo-arthrose and infection in that area. The pt was treated with the device on (B)(6) 2011." (B)(4).